Event description:
Covidien rec'd info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have run the unit on a test lung for a 48 hr period and was not able to duplicate the malfunction. The unit passed extended self-testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).